Event description:
Steris horizon series stretcher, the brake linkage that runs directly under the base cover is being contacted by the base over, releasing the brake after it has been applied. This potentially could result in a patient fall if they lean or getting onto the stretcher. Company has been notified and looked at defective linkage and did not have any solutions to the linkage being released when the breaks are applied.